Event description:
It was reported that the teeth of a keel punch broke off. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4).g2: foreign - event occurred in canada.h6: proposed component code: mechanical (g04) - rasp.customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.